Manufacturer narrative:
Investigation evaluation: our laboratory evaluation could not confirm the report for the used devices described in the report as the used devices were not returned for evaluation. We could not confirm the report for the returned sealed devices. All five (5) devices were visually inspected for defects that would prevent clip deployment, however, none were observed. Each device was then advanced into a pentax ec3830-tl colonoscope in a simulated lower gastrointestinal (gi) position with the tip in the maximum retroflexed position to simulate a worst case position. Each clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore, these devices functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the used products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. In addition, the five (5) sealed devices functioned as intended. This limits our ability to conclusively determine a cause. The instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. The instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. During an attempt to deploy the clip, the device components are altered as the drive wire begins to pass through the clip driver. Once this occurs, the clip is in a partially deployed state and opening/re-opening the clip jaws may not be possible. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook instinct endoscopic hemoclip. During an in-service, a registered nurse (rn) approached the district manager (dm) and handed him a packet of five (5) unused clips and stated that they were retained after the physician experienced issues with five (5) other clips from this lot number. [The issues were initially reported as]: "were not working. Were not opening; were not deploying". Clarification was received on 03/28/2016 from the cook sales representative: [the physician said] the clips would not come off the catheter when clipped onto the tissue. He had to pull the clip off and attempt with another clip.